Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported (sweden) the patient is experiencing pain at the ipg pocket site whe he sits down. The patient underwent surgical intervention ton (B)(6) 2017 to rremove and replace the ipg. In addition the patient the received an eri message (reference MFR. Report: 1627487-2018-00395).

Event description:
Follow up information identified the issue was resolved.